Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The pericardial tissue used in edwards¿ perimount devices has been shown to have lower incidence of structural valve deterioration in the long term in comparison to older models. Review of clinical reports for carpentier-edwards bioprosthesis show extremely low incidence of leaflet tears which can lead to regurgitation. In this case, it was reported that there was a torn noncoronary leaflet; however, the root cause of this event cannot be confirmed without the sample device. The perimount pericardial bioprosthesis has demonstrated favorable hemodynamics, particularly in comparison to porcine valves which are more likely to fail from cusp ruptures or leaflet tears. Though some mild aortic regurgitation is expected to develop progressively, the carpentier-edwards aortic pericardial bioprosthesis has acceptable long-term transvalvular gradient and effective orifice size that has been shown to change trivially. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative:the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, one leaflet exhibited two (2) tears whilst the other two (2) leaflets exhibited one (1) tear at the commissure. Thickened and swollen tissue was observed on all three (3) leaflets at all three (3) commissures. Minimal calcification was observed in the cusp area of a leaflet and was confirmed via x-ray. Host tissue was minimal and encroached onto the tissue at the inflow aspect and at the stent inflow. Incidental findings: hematoma was observed on a leaflet on the outflow aspect. The x-ray revealed distortion of two commissural wireforms and distortion of the band near a leaflet. One commissure's wireform near a leaflet was exposed on the outflow aspect. These damages are likely due to implant or explant. (B)(4). The customer report of a leaflet tear was confirmed. Leaflet tear is a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to aortic insufficiency (ai). Per the op report, this patient recently developed severe ai due to a torn noncoronary leaflet. Cardiac catheterization revealed normal coronary arteries. During explantation, the noncoronary leaflet was torn at the non left commissure. The valve was excised in its entirety and the area was copiously irrigated. The device was replaced with a new edwards bioprosthetic valve. The coronary orrifices were unobstructed. The valve was nicely seated. Patient was discontinued from cardiopulmonary bypass without difficulty. Echo showed good right and left ventricular function and a normally functioning bioprosthetic valve.

Event description:
Edwards received additional information that the explanted bioprosthesis is available for return.